Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information received indicated a revision procedure took place and the lv lead was explanted. It was reported that the patient may have been a twiddler, as the lead was wound up in circular loops around the generator. Another manufacturer's lead was successfully implanted. There have been no adverse patient effects reported as a result of the revision procedure.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead was not capturing. The lv lead was turned off and the patient was sent for a chest x-ray. The x-ray revealed the lv lead had dislodged. The patient has elected not to have surgery at this time for the placement of an epicardial lead. To date, there have been no adverse patient effects reported.